Event description:
Clinical study. Same case as #6000093-2006-00013, 6000093-2006-00004. One hundred days after a coronary artery drug eluting stenting procedure the pt expired. Lesion 1 was a 2.5 mm, 70% stenosed portion of the distal right coronary artery (dist rca). The dr treated the lesion with direct stenting and successfully placing a taxus express2 8.8% 2.50x12mm drug eluting stent in the target lesion. Lesion 2 was a 3.0 mm, 80% stenosed portion of the mid left anterior descending (mid lad) artery. The dr treated the lesion which direct stenting and successfully placing a taxus express2 8.8% 3.0x20mm drug eluting stent in the target lesion. Lesion 3 was a 2.5mm, 90% stenosed portion of the 1st diagonal (1st diag). The dr treated the lesion with direct stenting and placement of a taxus express2 8.8% 2.50x12mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. One hundred days after the initial procedure the pt expired after experiencing a cardiac arrest. There was no autopsy. In the opinion of the dr the relationship of the pt's death to the taxus stent is unk.